Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information indicated by medtronic that the battery had to take out and put it in back and it freezes all the times. Customer had to change batteries weekly when they used to last months, the reservoir chamber was starting to crack where it connects to the line set. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will not be returned for analysis.